Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced cardiac tamponade. During a pulmonary vein isolation (pvi) a polarsheath was selected for use. There was an issue surrounding upsizing the big sheath across the septum for pvi. The patient experienced cardiac tamponade. Surgical intervention include opening of the chest. The patient is expected to fully recover. The sheath will not be available for return due to contamination.